Manufacturer narrative:
The customer¿s reported complaint of an unintended rate change of the infusion propofol was not confirmed. Inspection: physical inspection of the device noted male and female iuis contact pins with unidentified contaminants. Dried fluid residue was seen on the male iui connector. An impact dent on the lower right area of the door was also noted. Log analysis: it should be noted that a 50ml/h infusion rate of propofol was not identified in review of the logs for the reported infusion. Based on log analysis results, the initial propofol infusion was programmed on 26 mar 2021 at 11:31 am. When the programming was performed, the rate was entered initially at 50ml/h. However, after the system exhibited a soft guardrails limit for exceeding the dose of 50 mcg/kg/min, the user then programed the infusion with a dose of 50 mcg/kg/min subsequently changing the rate of infusion to 27.51ml/h as a result of the profile in use. The system reached kvo eight times during the infusion. Subsequent infusions showed the rate noted at 27.51ml/h when the vtbi was added to continue infusing. A second propofol infusion was programmed on (B)(6) 2021 at 3:29 am where the user entered a rate of 10ml/h and a vtbi of 70mls. A default dose was noted as 18.18 mcg/kg/min. Approximately an hour later the dose was changed to 20mcg/kg/min, changing the infusion rate 11ml/h. Test results: rate accuracy testing found the device operating as intended. Device history review: a review of the device history record showed the device had a manufacture date of 02/06/2018. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s complaint of an unintended infusion rate was not identified.

Event description:
It was reported that an unintended rate change occurred during a propofol infusion on a hemodynamically unstable patient in the ICU. The nurse initially programmed the propofol infusion at 50 ml/hr. Instead of 50 mcg/kg/min, however, the infusion was immediately reprogrammed upon a soft limit alarm at 1131 am on (B)(6) 2021. The patient subsequently became bradycardic with a heart rate between 27-30 beats per minute; all sedation medications were turned off. The additional medications infusing at the time were fentanyl 87.5 mcg/hr, and midazolam 4.5 mg/hr. The incorrect rate of 50 ml/hr on the propofol infusion was noted upon resuming the medication at a lower dosage after the blood pressure was within normal limits. Upon checking ikp data, there was no evidence that the device was infusing propofol at 50 ml/hr as reported by the nursing staff. The customer later stated that the low blood pressure (bradycardia) could possibly have contributed to the additional medications infusing at the time of the event. The infusion devices were examined by clinical engineering, and the pumps were noted to be within normal limits and no abnormalities were found. There was no lasting impact to the patient.